Event description:
It was reported that a vns pt's neck incision site began bleeding hours after the pt was implanted with the vns therapy system after the pt had been released from the hospital. The pt underwent a second surgery and the surgeon discovered that there was a hematoma in the patient's neck. The surgeon did not known the cause of the hematoma/bleeding but went ahead and removed the hematoma. The bleeding stopped and the pt was closed. The surgeon did not know the cause of the hematoma/bleeding, but did not believe the event to be related to the vns device as diagnostic testing results were within normal limits and the device was not turned on. The event is addressed in labeling as a potential adverse event which may be associated with surgery.